Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 22.10 ng/l. The sample was repeated resulting with a value of 14.91 ng/l. The sample was then re-centrifuged and repeated twice, resulting with values of 5.45 ng/l, and 6.08 ng/l. The values of 5.45 ng/l and 6.08 ng/l were believed to be correct as the patient had no relevant clinical symptoms. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 295258, with an expiration date of march 2019. The centrifugation speed of the sample was too high, based on tube manufacturer recommendations. Upon review of the alarm trace, several abnormal sample aspiration and abnormal sample probe movement alarms occurred. The investigation could not identify a product problem. The cause of the event could not be determined.